Event description:
Pt had bilateral mastectomies for brac (+) gene, then concurrent reconstructive surgery using acellular dermal matrix (alloderm select - contour medium perforated; lifecell corp, branchburg, nj). Left side wound healed, but wound on right side had poor healing with persistent serous draining and dehisced on 7/2. Intraoperative culture swab obtained same day, when implants were removed, grew mycobacterium porcinum. Matrix used on right came from different lot than product used on left. To date, no other similar cases known by surgeons. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Diagnosis or reason for use: promote wound healing following reconstructive surgery.